Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior tibial artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During first inflation, the balloon ruptured when the pressure was increased. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior tibial artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During first inflation, the balloon ruptured when the pressure was increased. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
The device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon had a pinhole 40mm from the tip causing the balloon to leak. No other issues were identified during the product analysis.